Manufacturer narrative:
Approximately 8.5 cm of the peritoneal catheter was returned. The returned catheter was patent and met the requirements for leak testing. All catheters are 100% inspected at the time of manufacture. Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was stable after the device was replaced and the hydrocephalus symptoms were abated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the physician performed a ventriculoperitoneal shunt surgery on (B)(6) 2016. According to the report, on (B)(6) 2016, the patient was found "over shunt." Reportedly, the device was replaced, and now the patient's cerebrospinal fluid shunt was normal.